Event description:
It was reported by the physician that the patient had internal bleeding after surgical procedure and believes it was due to the on- q pump.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for eval and investigation. The info contained herein is based on the info provided by the initial reporter. No sample , a lot number, or any additional info on the incident described in the complaint was provided. Info was provided by dr. Office that the physician had passed away suddenly and unexpectedly, so no further info would be provided. A subsequent attempt to obtain info was unsuccessful. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.